Event description:
It was reported that the right ventricular lead broke during a prophylactic extraction attempt and was capped. The patient was sent to another facility. No further patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) a medial segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed), the distal conductor fractured due to overstress, the outer tubing overlay melted, the outer tubing overlay cosmetic environmental stress cracking and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead broke during extraction attempt and was capped. The patient was sent to another facility. No patient complications were noted as a result of this event. It was reported that the right ventricular lead broke during a prophylactic extraction attempt and was capped. The patient was sent to another facility. No patient complications were noted as a result of this event.